Event description:
It was reported that the insulin pump was not responding even after changing the battery. The customer stated that the screen was frozen. The device had a high tone and the buttons were unresponsive. Advised the caller that a replacement will be sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No audio, frozen screen or display anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.